Event description:
A pt reported blood glucose results of "171 mg/dl, 109 mg/dl, and 113 mg/dl" with a lifescan meter, performed within 10 mins of each other. The meter, test strips, and control solution were replaced.